Event description:
The customer reported a fast stop activated error message and the system shutdown. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Review of the error log files indicated an accidental engagement of the fast stop emergency switch. The customer was instructed on the proper usage of the fast stop emergency switch. The system was operating as intended and there was no system malfunction. This event was due to use error.